Manufacturer narrative:
The insulin pump received with no button response due moisture damage on electronic assembly. The device had moisture damage on motor assembly. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.